Event description:
When removing a locking screw for axsos 3 distal femur plate, the screwdriver tip broke. Surgeon then used a power shaft with t-handle to remove screw and that tip broke as well. On the third try, the screw was removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident that screwdriver t20 was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user-related issue. The failure was caused by screw over-tightening. The locking screw was tightened too much when inserted, thus resulting too hard to remove afterwards and leading to the screwdriver tip breakage. The device inspection revealed a typical fatigue breakage surface. Progression lines, instantaneous zone and rubbing damages present the typical over-torque pattern. The operative technique (axsos-st-2 rev 2 axsos 3 ti femur op tech) reports: ''note: ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening [...] Final tightening of locking screws should always be performed manually using the torque limiter (ref (B)(4)) together with the screwdriver bit t20 (ref (B)(4)) and the t-handle (ref (B)(4)). This helps prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4.0nm. The device will click when the torque reaches the appropriate tightening torque (4.0nm). [...] 5. Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiter. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening." [Original statements] potential nc and subsequently CAPA have been opened as an opportunity for improvement of the blade of screwdriver bit t20 (ref (B)(4)), aiming to reduce its breakage events. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
When removing a locking screw for axsos 3 distal femur plate, the screwdriver tip broke. Surgeon then used a power shaft with t-handle to remove screw and that tip broke as well. On the third try, the screw was removed. Rep clarified why the locking screw was being removed. "Put the wrong screw in." Event occured during a primary surgery.